Event description:
It was reported that during routine follow-up, interrogation revealed episodes of non-sustained lead noise. Patient received inappropriate atp therapy. Lead was capped and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.